Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter had an "error 5" issue. The medical surveillance specialist (mss) spoke to the pt at about 10 days later, and was able to obtain/verify limited information. The pt stated that she had to go and give herself insulin before I was able to finish asking her follow-up questions. She disconnected the call. The pt tests her blood glucose 5-6 times a day. She manages her diabetes with novolin and lantus insulins. She also takes sliding-scale novolog insulin based on her meter readings. The pt indicated that the "error 5" issue started 20 minutes prior to calling lfs on the day of event, to report the alleged complaint. It is not known what actions the pt took in response to obtaining the "error 5" message(s). At an unspecified time after the alleged issue began, the pt claimed that she developed symptoms of shakiness and weakness. She administered self-treatment by eating food and/or drinking a beverage. No additional information was provided by the pt. It is also unclear as to what actions the pt took prior to developing the symptoms and if she felt as though the symptoms could have been prevented. The alleged meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged "error 5" issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.